Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All button responded properly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had intermittent response on a button. Insulin pump had not been dropped or exposed to moisture. Advised to discontinue using the insulin pump and to return it for analysis. Nothing further reported.